Manufacturer narrative:
Analysis results not available; device not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The hospital reported that the device "only works intermittently". There was no reported patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation: the device was received in service and repair for evaluation. It was confirmed that stim 1 was not working properly because of a loose solder at the negative terminal; there is also a bent clamp. The negative terminal of stim 1 has been re-soldered and the clamp was replaced. The device was successfully tested to specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.